Manufacturer narrative:
The investigation confirmed that higher and lower than expected vitros ammonia (amon) results were obtained from two different levels of vitros liquid performance verifier (lpv) fluids, using vitros amon microslide lot 1018-0249-8283 in combination with a vitros 5600 integrated system. The investigation concluded the most likely assignable cause is instrument related associated with microslide incubator contamination. After cleaning the microslide incubator, replacing the evaporation caps, and calibrating the vitros amon slides in use, acceptable vitros amon performance was obtained.

Event description:
A customer obtained higher and lower than expected vitros ammonia (amon) results from two different levels of vitros liquid performance verifier (lpv) fluids, using vitros amon microslide lot 1018-0249-8283 in combination with a vitros 5600 integrated system. Vitros lpv I lot d6163 amon result of 97.7 umol/l vs. The expected result of 56.0 umol/l. Vitros lpv ii lot e6164 amon results of 256.5, 119.4, and 142.1 umol/l vs. The expected result of 189.9 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher and lower than expected vitros amon results were generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).